Manufacturer narrative:
(B)(6). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. This event occurred before patient use. The device had been filled with fluorouracil 2850mg in 96ml of sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. During visual inspection via the naked eye, fluid was observed inside the bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was visually identified to be untightened blue winged luer cap. A functional leak test was subsequently performed by filling the unit with green colored water. After fill, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. Thereafter, the unit was being monitored until the next day. The next day, no signs of leak were observed at the blue winged luer cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.